Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for congestive heart failure. While being hospitalized, the patient developed a fever due to (B)(6). The patient received intravenous antibiotics. In addition, the implanted crt-d was temporarily explanted. The physician reported that the suspected cause of the incident was the implanted device. The patient continued to receive treatment with vancomycin and was later transferred to a nursing home where treatment continued. Additional information was received that seven months later, the patient was hospitalized again for back pain due to vertebral osteomyelitis. The patient was also suffering from chronic renal failure and a urinary tract infection. A blood culture was taken and the patient was also positive for mrsa. The patient was treated intravenously with vancomycin and daptomycin. However, the patient developed further complications and died two months later. The physician reported that the patient's death was not related to the implanted products but rather to the patient's condition.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.